Event description:
Information was received from a patient who was receiving an unknown intrathecal drug via an implantable pump for non-malignant pain. It was reported that the patient was using app version 2.0.1700. The reason for the call was the patient stated that they had a new pump put in on (B)(6) 2025 because the other one was dying. Since then, they had been having nothing but issues with the handset. The patient had gotten alerts of all kinds of stuff and it took forever for the controller to connect to the pump. It was noted sometimes it takes up to half an hour to get it to go all the way through. The patient clarified the handset was getting stuck at 90%. The patient also stated that the controller freezes right there when they were scanning it at the hospital when they went in for a refill. The agent walked the patient through clearing out the patient data. The troubleshooting steps that were taken on the call resolved the issue.

Manufacturer narrative:
Continuation of d10: product ID a820 lot# serial# unknown: product type software section d information references the main component of the system. Other relevant device(s) are: product ID: a820, serial/lot #: unknown: medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.